Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported the procedure was being performed in interventional radiology. During a hand injection the side port tubing came off. They do not know if there was a delay in treatment and there was no pt death or complications reported. Follow up information received on (B)(4) 2012 states they reattached the sidearm and completed the procedure. Additional follow up information received (B)(4) 2012 states they always use a 10 cc syringe and this was a hand injection. No power injecting was used.